Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in the blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the device locked out soon after beginning to use it. Another device was used to complete the case. There were no adverse consequences to the patient.